Event description:
The pt reported experiencing stimulation problems with the implant. The pt was seen by an advanced bionics rep for device eval. It was confirmed that the device was no longer functioning correctly. Explant surgery has been scheduled.